Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
Additional information received reported the pump stalled for 2 hours. No other information was provided.

Event description:
It was reported that the patient had a magnetic resonance image (MRI) performed on their knee. The knee MRI was reported to be unrelated to the device. Additional information received reported there was no problem with the MRI. It was noted that the pump showed a pump ¿arrest¿ and restart in the logs. The duration and specific details of the pump event were not provided. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed. The pump was used to infuse an unknown type of drug; however the therapy was indicated as intrathecal baclofen.